Event description:
It was reported that a novum iq large volume pump had a keyboard issue. The issue was further described as, 'when pressing ¿8¿ or ¿0¿, they are both pressed simultaneously. The same issue occurs with the keys '9' and '.'. This occurred during set up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A keypad test was performed and the device keypad numbers did not appear correctly on the display when pressed. Additionally, the ok button 'double clicks'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was due to a defective front panel keypad. The front panel requires replacement to resolve the issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.